Event description:
The product was returned with no paperwork in 2004. It was later reported that the patient expired. The patient had bony metastases of the spine secondary to small cell carcinoma of the lung. The patient was last seen in 2003. The cause of death was unrelated to the implanted system. The pump was used to deliver morphine sulfate, bupivacaine, and ketamine.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter was partially occluded with dried drug. Only the 8575 pump connector was returned; were able to force out the dried drug occlusion in the connector.